Event description:
It is reported that patient is experiencing loosening of the tibial component.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. No devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.